Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they underwent extensive painful and costly gum treatments and discontinued use of their aligners. They also indicated they have periodontitis and gingivitis.